Event description:
Dr. Dv performed a revision for a poly swap for a patient who presented with discomfort. The implant was originally done in a bilateral procedure on (B)(6) 2022. The revision was completed on (B)(6) 2024 to the right side. Only the poly was revised. The original was a size 10 cr but the swap was with a size 12 uc poly. The patient also has a size 10 poly on the left side and has reported similar discomfort.